Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was post paced t-wave oversensing present via merlin@home transmission. There was no therapy delivered due to the oversensing. Reprogramming was recommended.